Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficulty removing the sgc guide attach from the stabilizer. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. Therefore, this complaint is pointing to exception (issue) 136516. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. The mr was reduced to grade 1-2 post procedure. Post removal of steerable guide catheter(sgc), the stabilizer was unable to be removed from the sgc. There was no clinically significant delay or adverse patient effects.